Event description:
Boston scientific crm received information that the patient with this left ventricular (lv) lead was seen in the emergency room (ER) due to shortness of breath and tingling in their arms. The local field representative (fr) interrogated the device. Loss of lv capture was noted. An x-ray was performed. The physician believed the lead had pulled back a little base on the results of the x-ray. Subsequent information from the fr indicated that the patient was seen in clinic a few days after being seen in the ER. Capture was noted in one configuration. The physician left the lead programmed in the configuration that produced capture and routine follow up will be performed. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.